Event description:
It was reported that the patient's device was interrogated prior to generator replacement surgery on (B)(6) 2012, and the settings were found to be at settings that are indicative of faulted system diagnostic settings. The patient claimed that the generator had not worked in years, but the physician stated that the generator had been turned off and on over the years. The new generator was programmed to the same settings. However, it does not appear that these settings were intended and may have been a result of a faulted system diagnostic test. Attempts for return of the flashcards so that programming history prior to replacement could be reviewed have been unsuccessful to date.

Event description:
Review of the in-house programming database revealed that the treating neurologist's flaschard was uploaded by the manufacturer. A system diagnostic test was performed after interrogation on (B)(6) 2012 which likely changed the settings to unintended parameters. A final interrogation was not performed prior to the patient leaving the clinic. The patient then had generator replacement surgery on (B)(6) 2012 due to end of service.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Suspected medical device serial #, lot#, other, corrected data: the initial report did not include this data as the date of event and related product information was unknown at that time. Device manufacture date, corrected data: the initial report did not include this data as the date of event and related product information was unknown at that time.